Event description:
It was reported that during a mini sternotomy and stapling of left main stem procedure, the device misfired when the reload was put in. The device fired only the back half of the staples (proximal aspect of the reload). The device did not fire in the patient. The surgeon had to hand sew the anastomosis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).the device was received for analysis with no visual non-conformances and with a grey cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.